Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported the patient experienced recurring incontinence when then the artificial urinary sphincter (aus) did not work. The aus was removed and replaced. No further patient complications were reported in relation to this event. The complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint so an overall investigation conclusion code of known inherent risk of procedure was chosen as the reported adverse event is known and documented in the labeling. The reported allegation(s) could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required.

Manufacturer narrative:
Event description changed to reflect investigation results and coding changed to include result and conclusion codes. Device not returned for evaluation.

Event description:
It was reported the patient had his artificial urinary sphincter removed and replaced due to "aus did not work." As a result, the patient experienced recurring incontinence. No further patient complications were reported in relation to this event. The product record review revealed no additional information related to the complaint so an overall investigation conclusion code of known inherent risk of procedure was chosen as the reported adverse event is known and documented in the labeling and the product analysis could not confirm the reported event. The reported allegation(s) could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required. If further information about this complaint is received at a later date, the product investigation will be re-opened to address the additional information.

Event description:
It was reported the patient experienced recurring incontinence when then the artificial urinary sphincter (aus) did not work. The aus was removed and replaced. No further patient complications were reported in relation to this event.

Manufacturer narrative:
Device available for evaluation and device evaluated by MFR updated.